Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. The reported complaint could not be replicated or confirmed. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump free flowed. They stated that the pump alarmed air in line but that the medication still dispensed. Mmdg did follow up with the initial reporter, who stated that the complaint was found during testing. They stated multiple times that they had no further information. Complaint- (B)(4).